Event description:
It was reported that a spectrum pump alarmed the door was not fully latched. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was found out of specification. The reported symptom of door not fully latched message was confirmed and reproduced during evaluation caused by a failed upper link switch. The failed upper auxiliary assembly was replaced.